Event description:
Discordant, falsely elevated sodium results were obtained on multiple patient samples tested on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument and resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they had recalibrated and ran quality controls (qc) on the electrodes. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the sodium electrode had not been replaced since february 2014. As per the instructions for use for the advia chemistry systems sodium method, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system, or until the expiration stamped on the electrode box, whichever occurs first. The cse conditioned a new sodium electrode and and replaced the one that had been on the instrument. The operator ran qc to verify the instrument was operational. The cause of the discordant sodium results was the sodium electrode. The instrument is performing according to specifications. No further evaluation of the device is required.